Event description:
On (B)(6) 2012, patient reported she has a pus pocket at the infusion site due to having her infusion set in for 12 days. Patient is currently at the doctor's office. Patient stated she was at the doctor to have the site drained. Patient reported the infusion site irritation was due to the infusion site being in for 12 days. Attempts to follow up with patient were unsuccessful. No product return was requested.